Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, tech found a wire sticking out at the end of the instrument. There was no report of patient involvement or patient injury.